Event description:
Received a report from a consumer informing co they sought medical assistance after experiencing discomfort and a foul odor a few days after removing a tampon. Consumer indicated the doctor gave pt internal cream to use. After application of the cream, the consumer indicated a piece of the tampon pledget expelled during urination.